Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a yellow warning screen stating a fault code of 01- charge time out occurred. The device declared end of life.